Event description:
The patient reported feeling a rubbing sensation that had been happening for two weeks. It had been getting worse and was making the patient¿s ¿breathing worse¿ and the sensation was audible. Attempts to follow up with the patient¿s physician were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 competitor implantable tachy lead, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4).